Event description:
It was reported that while the physician was positioning the guidewire in the coronary artery the wire separated. Retrieval of the wire was not attempted. Pt was reportedly stable, sequelae from the event was noted.